Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during operation and issued a reboot. The device posted the auxiliary alarm. It was reported that after reboot the device got stuck in the start screen. No patient consequences were reported.

Manufacturer narrative:
The reported event could be traced based on the log file. The log file analysis of the affected device revealed that the device performed several warm starts on 2nd of january 2023. Based on the log file entries, the warm starts were due to a defective cartridge valve/mixer cartridge that caused the operating voltage to temporarily collapse. The unit attempted to correct the fault by performing warm starts until it was turned off by the user. As a result of the collapsed supply voltage, the display froze and could no longer be operated. During a warm start, the evita opens the airway system to allow spontaneous breathing. This process is accompanied by an alarm and the display goes dark. After the boot sequence has been successfully completed (duration approx. 8 seconds), ventilation is continued with the old parameters. The device has behaved as specified and alarmed a detected internal deviation and attempted to correct it by warm starts until the device was switched off. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during operation and issued a reboot. The device posted the auxiliary alarm. It was reported that after reboot the device got stuck in the start screen. No patient consequences were reported.